Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized due to diabetic ketoacidosis and high blood glucose. Healthcare professional believed that insulin pump was the cause and malfunctioned. Customer was advised by healthcare professional to revert to manual injection and customer's blood glucose dropped to 18 mg/dl. Customer would call back to troubleshoot.